Event description:
An equipment coordinator reported three problems during a vitreoretinal procedure. The laser probe had the fiber optic disconnected from the handle, the probe got stuck on the trocar, and the fiber optic covering pulled away from handle of the light pipe. The procedure was completed by opening a new park and laser probe with no delays or cancellations. There was no harm to the patient.

Manufacturer narrative:
Two 25 gauge laser probes were received and a visual assessment of both of the returned samples did not reveal any nonconformity. Both of the returned probes were each inserted into a 25 gauge cannula. It was observed that each laser probe caught at the junction between the nitinol tip and the metal shaft. A review of complaints for the last 24 months did not indicate any additional similar reports for this laser probe lot number. One 25 gauge fiber optic illuminator was returned for the fiber optic being detached from the handpiece. The fiber optic illuminator was visually examined using 10x magnification. The optical fiber coupling needle assembly is detached from the handpiece/ sleeve assembly. Adhesive is present on the coupling. The evaluation does confirm the fiber optic illuminator probe is detached from the distal handle. The cause for the detachment of components cannot be determined based on the product evaluation. Force would be needed to break the bond between the components, but the source of this force cannot be determined from this evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause of the reported event of "laser probe stuck on trocar" is that the probe catches on the trocar cannula because the straight segment of nitinol is too short, which causes the curved portion of the flex tip to produce a spring force when transitioning on the straight stainless steel cannula of the laser probe. The root cause of the reported event of "fiber optic disconnected from handle" cannot be determined conclusively. An internal investigation was opened to address this issue. (B)(4).